Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed and the battery drawer is broken. Analysis also found the lower case, one bail cover, and the ring cover are broken. Keyboard window is scratched and the battery drawer o-ring is discolored. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.